Event description:
During an in-clinic follow-up, an episode of myopotential oversensing resulting in pacing inhibition was observed on the device. The patient is pacemaker dependent; however no adverse event occurred. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.